Manufacturer narrative:
The device was discarded and therefore was not returned. A review of the device history record was performed and all product met requirements prior to release. Investigation is still ongoing. No cause for the event has been established at this time. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "it was reported that the patient underwent a primary reverse shoulder replacement on (B)(6) 2023. Subsequently, the patient underwent a revision surgery on (B)(6) 2023 to exchange the humeral bearing, glenosphere, and taper adapter. There was a continuation of the event where there was continuous wound ooze, so all implants were removed on (B)(6) 2023."

Manufacturer narrative:
Review of sterilization records showed that all products met sterilization requirements prior to release. Retain samples were pulled and underwent third-party sterility testing. The samples tested were found to be negative for growth after 14 days incubation. A cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.